Event description:
Customer reported a button error on her insulin pump. She replaced the batteries but the error persists. The up button is also sticking. Customer's blood glucose is 38 mg/dl. She went to the emergency room for assistance with her manual injections. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. No button error alarms noted. Insulin pump was unable to perform prime test due to button anomaly. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.